Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. It was reported that approximately 10 years 4 months post implant, the patient presented to the emergency room with a contained rupturing aneurysm and a type ia endoleak. The patient was treated on the following day with implant of an aortic cuff with a single left renal snorkel to the level of the sma. The sma was also stented prophylactically. The type ia endoleak was resolved and the stent graft was re-sealed. The physician stated the cause of the event was anatomy related, and that the infra-renal neck had dilated beyond the stent graft diameter. No additional clinical sequelae were reported and the patient is fine.